Manufacturer narrative:
The t:slim x2 g5 pump user guide states: your t:slim x2 pump can stop insulin delivery and alert you (or whoever is with you) if there has been no interaction with the pump within a specified period of time. The default for this alarm is pre-set to 12 hours. You can set it anywhere between 5 and 24 hours, or off. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an auto-off safety alarm after not interacting with the pump. The customer resumed insulin delivery. The customer was not sure if blood glucose was impacted. Tandem technical support educated the customer on the pump's auto-off safety alarm.